Event description:
It was reported, the video system center was not producing video to the monitor. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. The device was not returned to olympus for inspection. And therefore, the customer reportable malfunction was not confirmed. A definitive root cause was not identified. However, based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.